Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1229338. All inspections and challenges performed per the applicable operations qc specification.

Event description:
It was reported that the bd insulin syringe ultra-fine® 1ml 29g x 1/2" could not be injected the liquid medicine. The following information was provided by the initial reporter, translated from chinese to english: the customer injected 25 units each time, but when the customer injected 15 units, he found that the rest could not be injected the liquid medicine, the customer expressed doubts and asked to return it.

Event description:
It was reported that the bd insulin syringe ultra-fine® 1ml 29g x 1/2" could not be injected the liquid medicine. The following information was provided by the initial reporter, translated from chinese to english: the customer injected 25 units each time, but when the customer injected 15 units, he found that the rest could not be injected the liquid medicine, the customer expressed doubts and asked to return it.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.